Manufacturer narrative:
Received one 60-6010-003 in opened original packaging. Lot number was verified. Performed a visual inspection, there were no obvious signs of abnormalities or defects on the handpiece however, there is water damage/ corrosion on the plug. Performed a functional inspection using the esu system 7550 (c8406), the device functioned as intended when the buttons were pressed. The device does not activate on its own. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 20 complaints, regarding 20 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised that when not in use, electrosurgical instruments should be placed in a suitable holder or site which will prevent current flow to the patient, should the operator accidentally activate the electrosurgical generator. Do not use these or any electrosurgical instruments with a cable that does not make good, secure contact with the electrosurgical generator. If in doubt about the compatibility of a cable from another manufacturer, use the cable provided with this instrument or consult your hospital biomedical engineer. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6010-003, universal plus straight-button, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿it was reported that the device had unintended outputs during the surgery. A defective output button is suspected.¿. There was no initial report of injury, medical intervention, or hospitalization for the patient or user. Further questioning was sent to the reporter to clarify if self-activation is being reported; however, we have not received an answer to date. The 60-5274-032, spatula electrod w/stealth ER 5mm x 32cm (5/cs), will be listed as the concomitant device that was used. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence. Update: on (B)(6) 2023, reporter states, "both devices beeped when those were not used.".

Event description:
The customer reported that the device, 60-6010-003, universal plus straight-button, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿it was reported that the device had unintended outputs during the surgery. A defective output button is suspected.¿. There was no initial report of injury, medical intervention, or hospitalization for the patient or user. Further questioning was sent to the reporter to clarify if self-activation is being reported; however, we have not received an answer to date. The 60-5274-032, spatula electrod w/stealth ER 5mm x 32cm (5/cs), will be listed as the concomitant device that was used. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Manufacturer narrative:
Correction: qty (B)(4) 60-6010-003 were received, same lot, same reported failure and same evaluation statement. Evaluation statement updated below. Manufacturer narrative: received one 60-6010-003 in opened original packaging and a second device with unoriginal packaging. Lot number was verified for one device. Performed a visual inspection, there were no obvious signs of abnormalities or defects on the handpiece. There is water damage/ corrosion on the plug. Performed a functional inspection using the esu system 7550 (c8406), the devices functioned as intended when the buttons were pressed. The devices do not activate on its own. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding 21 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that when not in use, electrosurgical instruments should be placed in a suitable holder or site which will prevent current flow to the patient, should the operator accidentally activate the electrosurgical generator. Do not use these or any electrosurgical instruments with a cable that does not make good, secure contact with the electrosurgical generator. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6010-003, universal plus straight-button, qty (B)(4), was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿it was reported that the device had unintended outputs during the surgery. A defective output button is suspected.¿. There was no initial report of injury, medical intervention, or hospitalization for the patient or user. Further questioning was sent to the reporter to clarify if self-activation is being reported; however, we have not received an answer to date. The 60-5274-032, spatula electrod w/stealth ER 5mm x 32cm (5/cs), qty(B)(4), will be listed as the concomitant device that was used. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence. Update: 14sep23, reporter states, "both devices beeped when those were not used.".